Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss and charge/battery lasts less than expected due to moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery won't last long and the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.